Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from estonia alleged that they received potential false positive results for two patients' samples when tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. Patient (B)(6): the customer reported that on (B)(6) 2021 run #1844 generated a sars-cov-2 positive result for a patient¿s sample tested and analyzed on the cobas® liat® system (s/n (B)(4). The patient¿s same sample was retested on (B)(6) 2021 with the cobas e411 antigen test that generated a sars-cov-2 negative result. A recollected sample from the patient was repeat tested and analyzed on a different cobas® liat® system (s/n (B)(4) that generate a sars-cov-2 positive result. The recollected sample from the patient was also repeat tested on a different platform (cepheid genexpert) that generated a sars-cov-2 negative result. Patient (B)(6): on (B)(6) 2022 run #1949 generated an influenza a positive result for a patient¿s sample tested and analyzed on the cobas® liat® system (s/n (B)(4). On (B)(6) 2022 a recollected sample from the patient was tested and analyzed on the cobas® liat® system (s/n not provided) that generated an influenza a negative result. Both the patient¿s initial and recollected samples were repeat tested on a different platform the cepheid genexpert that generated an influenza a negative result. No information on sample collection or handling was provided. The customer confirmed there was no allegation of harm to the patients. The results were not reported out to the patients. The investigation to assess the customer allegation has not yet been completed. Two (2) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
No reagent or instrument issue identified. No related non-conformance identified. The discrepant sars-cov-2 results for run 1844 may be due to differences in technologies and sensitivities for the different test methods/platforms. Consistent results were generated with the liat test. The discrepant influenza a results for run 1949 may be due to the sample having a low viral load, near the test¿s limit of detection (lod). Near the lod, sample results can be expected to waiver upon retest. (B)(4).